Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the air compressor was no longer working. The retrokit ice sensor was replaced resolving the issue. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the air compressor was no longer working.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler would not make ice. There was no patient involvement.